Event description:
It was reported that the customer's device would not recognize a connection of the defibrillation therapy cable. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported failure was that the brown five (5) volt wire was pulled out of its lug connector.